Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as the lock mechanism not functional.

Event description:
Customer states the hublocks are not locking in the forward. Customer states the cables are adjusted as close to the gear ring on the wheel as possible but its clicking when trying to push the chair forward and doesn't lock correctly.